Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube to draw patient's blood, one tube leaked and had insufficient vacuum pressure. Tube was immediately replaced it with a new one. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that while using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube to draw patient's blood, one tube leaked and had insufficient vacuum pressure. Tube was immediately replaced it with a new one. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. Therefore, a total of 30 retained samples were visually inspected with no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: damaged and underfill no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.